Event description:
A 3.00mm diameter x 24mm length endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of highly calcified proximal ostial rca lesion. The lesion is reported to have exhibited 95% stenosis. The lesion had been pre-dilated 5 times, with 2.00mm x 20mm other brand balloon, with 90% stenosis remaining. It was confirmed that the endeavor resolute rx device had been inspected prior to use, with no anomalies noted. It was reported that the stent would not advance through the lesion. After removing the device from the pt, it was reported that the device looked damaged. A 3.00 x 18mm endeavor resolute rx drug-eluting stent was successfully implanted. Pt status post procedure was reported to be okay. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (failure to deliver stent, stent deformation), (highly calcified, 95% stenosis). Conclusions: (highly calcified, 95% stenosis). Eval summary: the device was returned for eval. The stent was positioned on the balloon and per specification. The 1st, 2nd, 6th, 7th and 8th distal segments were pinched and kinked. Two struts on 14th segment were raised and pulled distally. Segments 19, 20 and 21 were slightly raised. A protective sheath could not be placed over the returned stent due to the raised middle stent struts.